Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill notification occurred after filling multiple cartridges with insulin. Reportedly, the cartridges were being filled with 500 units of insulin. There was no reported adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.